Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report number in section h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-03867 for details of the other event. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. In this case, the valve alignment difficulty during fine adjustment was unable to be confirmed. A definitive root cause was unable to be determined at this time; however, several factors may lead to difficulties during valve alignment. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the transcatheter heart valve (thv) was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Also, if residual fluid remains in the balloon after de-airing, it could have resulted in a larger inflation balloon profile that led to higher-than-normal alignment forces, creating high tension in the system and consequentially resulted in the reported valve alignment difficulties. In addition, tension in the system can also be introduced through excessive manipulation during tracking or alignment such as torquing the handle or excessive force during alignment. Torsional force during or prior to valve alignment can cause stretching to the flex or balloon shaft resulting in tension build up in the system. In regard to the balloon leak, this event was also unable to be confirmed. The available information suggests the valve alignment difficulties likely contributed to the event. High forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon damaging it prior to thv deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in france, during the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve via the subclavian approach, there was difficulty performing fine alignment of the valve on the 26 mm commander delivery system balloon. During valve deployment, an attempt was made to deploy the valve using the inflation syringe, but the balloon did not inflate, and blood appeared in the syringe during deflation. As a result, the valve was not deployed. The balloon was noted to be pierced or torn. The entire system was withdrawn as a unit and a new system was prepped. The procedure was successfully completed using the new system. The patient was stable post procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.